Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h6. Corrected fields: h6 (type of investigation) "4111 - communication/interviews" should not be selected on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. In general, an error e006 is triggered due to an increased impedance between both electrodes. Possible causes are: 1) increased number of deposits of tissue on the electrode. 2) increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. 3) increased contact resistances due to defective contacts at the working element or connection cable. 4) increased contact resistances dure to defective contacts at the universal socket, e.g. Due to corrosion. 5) the instrument is located in a gas bladder during activation. 6) the measuring method of the esg-400 might have an impact on the conductivity. For this error message, a user error cannot be excluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found an e199 error code occurred during power on due to a faulty relay board, the housing cover had minor scratches, and the old software version v11-a was recommended to be upgraded to version v12-a. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus electrosurgical generator had an e006 (insufficient conductivity) error code. The issue occurred during an unknown procedure. There was no report of patient injury or medical intervention associated with this event.